Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which revealed a cut in the tubing. The reported condition was verified. The cause of the condition was related to the machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked unspecified medication due to the tubing being split in two. The leak was observed when the set was loaded into the pump and the tubing was under pressure. No leak was noted when the line was primed. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.